Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. While replacing the link 6- caps on affected patient side cart (psc) arms, the field service engineer (fse) identified chemical spurs inside the patient side manipulator (psm). The fse found that the customer is using highly sensitive wipes without alcohol to clean the system. Fse noted that although the wipes are really soft to medical devices, when these wipes are used, the system had a huge damage. For proper patient safety, the fse replaced the link 6- caps and all the patient side manipulators (psm) to resolve the issue. Following service, the system was tested and verified as ready for use. Isi has not yet received the psms for evaluation. Once the unit is received, a follow-up MDR will be submitted post-engineering evaluation and/or if additional information is received. A log review confirmed the liver resection procedure on (B)(6)2022 on system sh0566. No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the top link 6 caps from patient side manipulator 2 (psm) was broken. The surgeon assistant specified that the top plastic cover was broken and some metallic parts could be seen. Additionally, a recoverable fault 23021 occurred. Intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed live logs and confirmed the reported error. The tse guided the caller to recover fault and to disable psm2. Tse explained him that the system could still be used with 3 psms. The caller stated it can be possible, however, it would need to confirm it with the responsible surgeon. Based on photos that were provided, the tse recommendation actions for isi field service engineer (fse) that link 6 on psm likely needed to be replaced and possibly the entire psm. In a subsequent follow-up call to tse, the caller stated that the link cap on psm3 was defective as well. The procedure was completed with no reported injury. Isi followed up with the initial reporter (surgeon) and obtained the following additional information: the customer confirmed the system functionality was checked upon powering on the system and no errors occurred when the system was initially powered on. The surgeon indicated that the issue occurred before the surgery, later specifying it was prior to starting the procedure post anesthesia start, but before the operative procedure. The surgeon confirmed the operation was completed with only 3 arms (arm 2 was deactivated). Robotic ports were placed for camera and 2 robotic arms. The third robotic arm was not used but this port was placed for laparoscopic instrument use.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the three patient side manipulators (psms) involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported failure on all psms. Physical damage was confirmed during visual inspection. The root cause was attributed to a component failure.

Event description:
Refer to h10/h11 for follow-up information.